Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced stuck button alarm. The customer's blood glucose value was 200 mg/dl. The customer stated that they did not press a button down for 3 minutes or longer. The customer stated that they could not navigate any more buttons. The product was returned for analysis.